Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwos) were observed on the device. Technical support was contacted and provided reprogramming recommendations. No intervention has been completed. The patient is stable.

Event description:
Additional information was received that the device was reprogrammed to resolve the event.